Event description:
New information indicated that the patient experienced dizziness and presented to the hospital. Interrogation of the device noted oversensing of noise leading to inhibition of pacing. An attempt was made to recreate the noise but was unable to do so consistently. The patient was implanted on the right side due to the patient¿s anatomy at the time of implant and is an active right hand dominant individual. Programming changes were made. No further symptoms were observed. The rv lead will be monitored remotely.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. No interventions were performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.